Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the bisiliac vein with an antebrachium vein antegradely approach. The 80% stenosed target lesion was located in the non-calcified and moderately tortuous left brachium vein. This sterling otw 10.0 x 40/80 (5f) balloon was selected for pre-dilation and advanced to the lesion with no significant resistance. As another manufacturer's guidewire crossed the lesion, the sterling balloon was inserted and ruptured upon the first inflation at 6atms. The device was removed from the patient intact. The procedure was continued with another sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).